Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported after a patient was injected with juvéderm volbella® xc in the vermillion border and upper and lower lips, they developed a ¿granuloma." Patient was treated with hyaluronidase. Symptoms resolved. The granuloma was not confirmed via biopsy.